Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer woke up with a blood glucose (bg) level ranging from 34 to 36 mg/dl. The customer reported that the pump settings may require adjustment as the customer typically does not deliver the full recommended amount for overnight boluses, however the customer did deliver the full amount the night prior to the low bg. The customer consumed glucose tabs in an attempt to treat bg. Subsequently, the customer required the assistance of the paramedics to be transported to the emergency room (ER). The customer had a low body temperature and the paramedics treated the customer with heated blankets. While in the ER, manual injections of insulin and fluids were administered intravenously (IV). The customer was subsequently hospitalized for hypoglycemia. Manual injections of insulin and IV fluids continued to be administered. A system check was performed with tandem technical support and no issues were identified with the pump or supplies. Reportedly, the customer was discharged on (B)(6) 2017.